Manufacturer narrative:
It was reported that the amulet occluder embolized to the aorta four days after implant. Information from the field indicated that during the procedure the occluder was repositioned multiple times. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported embolization could not be conclusively determined. It is possible that the procedural condition (difficulty positioning the device) may have contributed to the reported embolization, however this could not be confirmed. The reported unexpected medical intervention was due to case-specific circumstance as the occluder was snared and removed from the patient. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported on (B)(6) 2025, a 16mm amplatzer amulet left atrial appendage occluder was selected for implant. The patient's landing zone measurements under the following views were: 10.9mm at 0 degrees, 11.3mm at 45 degrees, 11.1mm at 90 degrees, and 12.4mm at 135 degrees. Transesophageal echocardiogram and angiography were used to determine device sizing and were also used interprocedurally. During the procedure the occluder was repositioned multiple times. Close criteria were met. A tension test was performed. The patient's left atrial pressure was above 12 mmhg. 500ml of heparin was administered. The occluder had a barrel-shaped compression. The occluder was implanted. On (B)(6) 2025 during a post-procedure transthoracic echocardiogram (tte) the position of the occluder could not be confirmed. An x-ray confirmed the occluder embolized to the aorta. On (B)(6) 2025, the occluder was snared and removed from the patient. The patient did not present with any clinical signs or symptoms. The patient status was stable.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.